Event description:
It was reported that vessel dissection occurred. A percutaneous transluminal coronary angioplasty (ptca) of left main (lm) to left anterior descending artery (lad) and lm to circumflex was started by engaging with a non-boston scientific (bsc) 7f 3.5 guide catheter and crossed with non-bsc guidewires. Intravascular ultrasound was performed in both vessels and a stent was deployed in the lad after pre-dilatation with a 2.50 mm quantum apex balloon. A 3.50 x 16 mm synergy xd drug-eluting stent (des) was then deployed in the ostial lad. After post dilatation with 3.50 x 12 mm quantum apex balloon, a distal stent edge medial dissection extending into the media and adventitia for 6 mm was noted. The dissection was covered with a 3.00 x12 mm synergy xd des and the procedure was completed. No further patient complications were noted.